Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient presented to the emergency room and was diagnosed with bradycardia after a recent increase in vns settings. Settings were reduced and it was noted that the bradycardia resolved. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received from the physician that the patient's heart rate went from 82-99 bpm to 30 bpm and no traumatic events occurred prior to the bradycardia and the event has not recurred. The bradycardia was related to stimulation and settings were adjusted due to or to preclude serious injury. The patient also experienced chest pain along with the bradycardia but the cause of the chest pain is unknown and could be related to stimulation or bradycardia.